Event description:
During evaluation of a returned homechoice (hc) machine, the hc failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The returned device was evaluated. The device passed electrical testing but failed functional testing. External and internal visual inspections were performed and found no issues. Temperature verification testing was performed and it passed. No leaks were found in the pneumatic system and all pressures were correct and stable. The device failed volumetric accuracy testing. Inspection of the piston foam revealed that there was disintegration. Replacement of the piston foam fixed the volumetric accuracy issue. The device was determined to have been out of specifications and was sent for further servicing. Should additional relevant information become available, a supplemental report will be submitted.